Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23342. It was reported the patient leads were positioned improperly due to scarring. As a result, surgical intervention occurred on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue.